Manufacturer narrative:
Pt info: unknown/ asked but information was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable as lens remains implanted. Phone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. As the serial number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. An attempt has been made to obtain missing information; however, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that bleeding had been observed in a patient¿s eye after the patient's complaining of pain during implantation of dcb00v. Bleeding was absorbed with irrigation/aspiration (ia), and the procedure was completed without problems. No haptics had been stretched out. However, it was noted that intraocular lens (iol) had unstably come out from its cartridge. The physician considered it could be lens-induced problem from the timing of bleeding. Nevertheless, there was no patient post-op injury. Through follow-up it was confirmed that the iol remains implanted. There was no incision enlargement, no vitrectomy and no sutures required. The patient outcome is good, vision intact. There was adhesion between two haptics of the lens. The doctor concluded that they do not consider the event to be an intraocular injury or intraocular bleeding. When the chip was advanced into the eye with ia, blood bubbled up in all cases, so doctor felt that it was bleeding from the inside of the eye. It is highly probable that the bleeding that occurred in the eye entered the eye and appeared to be bleeding. It was confirmed that there is no effect on eyesight. There was no cartridge tip damage reported. It was noted that the device was prepared and used accordingly with enough amount of ocular viscoelastic agent/healon and there was no resistance felt during extrusion of the lens. No other information was provided. This report captures the second event. Separate reports are being submitted for the addition two events.